Event description:
It was reported that the user¿s ilet screen was unresponsive to unlock despite the device waking, and the user observed a crack at the top left of the screen; a replacement was arranged and the user was advised to allow the device to power down and recharge to address a possible frozen state, with instructions provided for data sync, shutdown, return, and continued dexcom use. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continuation of diabetes management with the user¿s cgm and phone or receiver until the replacement arrives. Investigation included remote troubleshooting and case review. Investigation of this device revealed a likely damaged display or touchscreen, causing a screen-unresponsive condition consistent with physical damage to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device¿s screen, leading to loss of touch functionality.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."